Event description:
It was reported that during set up of a da vinci si surgical procedure, the grips on the tenaculum forceps instrument would not open and close. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. The grips open/close properly when the input discs are manually rotated. The grip cables are not damaged at the wrist. Engineering evaluation also found that the pitch down cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.